Event description:
It was reported when using the bd pyxis medstation system, drawer failed to close. The customer stated that there was a delay in dispensing medication due to this malfunction as the drawer would not physically close to allow other meds to be pulled but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that rails were broken, failed to close and narcotics exposed. Medications were moved to unused spaces in other drawers. A new drawer was ordered and installed. The system functioned as intended after the field service engineer troubleshooted the device.